Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not functional. The pressure indicator or piston does not return to initial position. There was a patient involvement and no patient harm/adverse event reported.